Event description:
It was reported that the caller experienced a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided instructions for resetting the pump. Following the reset, the error did not reappear, and the caller successfully started a new sensor session.